Event description:
A bipap a30 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the bipap a30, the service technician visually inspected the device and found evidence of foam degradation. Additionally, dust/dirt and tobacco contamination was observed in the device. The evaluation of the device data also identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dirt/dust and tobacco contamination present. The device was scrapped by the service center after the evaluation was completed.